Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 two infusion set leaking at site and infusion set is long for 1-2 days. The blood glucose level was 255 mg/dl. No further information available.